Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump button was sticking . No significant events leading to keypad anomaly were observed. Customer reported that the buttons were responsive after battery has been changed. Customer also reported sensor would not display the glucose readings. Customer had a high blood glucose of 500 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return, however, sensor will not be returned for analysis.